Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer received a no delivery alarm on the insulin pump. The customer stated that she was unable to rewind the insulin pump anymore. The customer's blood glucose was 196 mg/dl. Troubleshooting was done. The customer then stated that the alarm was resolved by a complete set change. Assisted customer with starting the rewind process and successfully rewind the insulin pump. Advised the customer to call back when the alarm occured in order to troubleshoot. Nothing further reported.